Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to compromised force sensor system alarm. The insulin pump was received with normal operating currents and passed unexpected restart error test. No rewind anomaly noted. The insulin pump had minor scratched lcd window, scratched case, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose level was 252 mg/dl at the time of the incident. The customer also reported that the insulin was squirting during manual prime process. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.